Event description:
Patient with history of increased jaundice and liver mass underwent an outpatient endoscopic retrograde cholangio-pancreatography (ercp) with anesthesia. During the procedure, the extractor pro rx triple-lumen retrieval balloon 12/15mm would not slide through the scope. The device got stuck, and would not go in all the way. Extractor pro rx triple-lumen retrieval balloon removed intact, and another device used without problems. No known harm to patient.